Event description:
A female patient contacted lifecor customer support to report that one of her battery packs would not work at all. Support sent the patient a replacement battery charger and two replacement battery packs.

Manufacturer narrative:
Device manufacture dates: battery charger 2002, battery packs 2006, device evaluation summary: device evaluations of battery charger, battery pack and battery pack have been completed. The reported problem was confirmed. The cause of battery pack not charging was due to a damaged ground connector. The battery pack was repaired. Then it was retested and restocked. The root cause of the damaged ground connector cannot be positively identified. Battery charger and battery pack were tested and were found to be fully functional. It was restocked. No adverse event resulted from the damaged pack. The patient received two replacement battery packs and a replacement battery charger.